Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient died approximately one month post implant of the implantable cardiac defibrillator and lead. The cause of death is unknown at this time and has been requested.